Manufacturer narrative:
(B)(4). 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that unspecified transmitter error occurred. The product was evaluated. An external visual inspection was performed and passed. A voltage test was performed and passed. A nordic bluetooth pairing test was performed and passed. A review of the share logs was performed and transmitter failed error was found within the investigation window. The allegation was confirmed. The probable cause was determined to be the probable cause was determined to be a defective transmitter which led to a transmitter failed error. The reported event of unspecified transmitter error occurred is reportable based on the finding of probable cause was determined to be a defective transmitter which led to a transmitter failed error. No injury or medical intervention was reported.